Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was noted on the patient's chart that a lead revision was performed. Moreover, increase in right atrial (ra) lead threshold was noted. The lead remains in service. No adverse patient effects were reported.